Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device "covering of hose is damaged" during craniotomy surgery. It is known that device was being used during surgery but no patient or user injury occurred. It was also reported that there was no delay or intervention in the surgical procedure as a result of the device issue. There was no additional information provided.